Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. All panels and covers were removed and the internal inspected. No source of the odor could be found. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 was emitting a burning smell. There was no adverse patient involvement reported. There was no patient information reported.